Event description:
It was reported the ventilator delivered lower o2 concentration than it was set during patient treatment. There was no patient harm. (B)(4).

Manufacturer narrative:
Our complaint investigation is finalized. The repair was performed by our field service engineer (fse). The fse troubleshooted the device and replaced the o2-sensor, where after the ventilator was returned back to clinical service. The replaced o2-sensor was not returned for investigation. The o2-sensor is measuring the o2-concentration to the patient. When a failure on a o2-sensor is detected during ventilation, the ventilator is alarming and the ongoing ventilation will not be affected. The provided event log dose not covering the given date of event, therefore we are unable to confirm if any alarm for low oxygen concentration was generated. The technical log cover the given date of event and it indicate a technical error in the o2-sensor. The ventilator detected an error and notified the user of the unexpected condition in the o2-sensor. Based on this information we are unable to conclude if the error in the o2-sensor correlates to the user information regarding of delivered 75% o2-concentration. (B)(4). Ref. Exemption #: e2018003. (B)(4). (B)(6).

Event description:
(B)(4).